Manufacturer narrative:
The report that the ipg was revised due to end of life was confirmed. Analysis and a longevity calculation of the returned ipg found the device had declared elective replacement indication (eri) and end of life (eol), and the battery depletion, due to usage, was normal.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. D6a - date of implant is unknown during processing of this complaint, attempts were made to obtain device information. Further information was requested but not received.

Event description:
It was reported the device reached of life and it is unknown if the device depleted prematurely. The ipg was deemed inoperable, and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.